Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to some kind of stress and electrical/electronic component problem. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed during the device inspection that the bronchovideoscope had no image displayed due to a damaged charged coupled device (ccd) unit. There were no reports of patient involvement.